Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd plastic non-sterile luer-lok¿ tip syringe was found with "syringes that had lines that were either missing or illegible.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: 61 loose 5ml assembled syringes were received by bd (B)(4) and reported to be from batch #7268501 (p/n 301027). The samples were visually evaluated. The syringes were found to have missing or illegible print. The missing or illegible print is between the 2ml and the 4ml grad lines. Some missing print affected the 2.4ml grad line only. On other barrels several grad lines were affected. 9 samples were randomly selected and closely evaluated. Scuff marks were observed where the print was missing on all of the samples closely evaluated. All received samples were rated as having red print condition, which is considered rejectable per product specification. Based on the sample evaluation, bd canaan was able to confirm the customer's indicated failure. Additionally, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A potential root cause due to the missing print observed was most likely due to a part caught in the assembly process after the barrels were fully printed. The part caught would affect all passing parts, scratching the print off in the same location as they passed. It is likely the part became dislodged after a short amount of time and the problem was self-corrected. The aql at bd canaan for missing print is 0.25%. The defective rate identified is 61 out of batch size 604800, which is 0.01%. Based on the severity, occurrence and the defective rate identified, no corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.